Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen display was unreadable. Reportedly, the customer dropped the pump and only half of the screen was visible; the other half appeared to have an "ink blot". The customer's blood glucose level was 110 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.